Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of display no working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca contaminated and burned, outlet seal, heater plate, bottom cover and iso port contaminated, and display with scratches. The customer complaint was reproduced. There were thirty-two error codes been identified. The device was scrapped.